Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient had a calcified aortic valve, and annulus perimeter measured 81.7 millimeter (mm) with a perimeter derived diameter of 26mm suggesting a 29mm or 34mm evolut. It was reported that a 34mm was used for the procedure. Fluoroscopic valve load inspection was performed and a misload was visible by crown overlap beyond node 4, and misaligned outflow crowns and not parallel to the paddle attachment. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misload was not identified and the valve was implanted. During the first deployment attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. However, the infolded valve was released. It was reported that a post implant dilatation was performed during which the valve dislodged aortic. The post implant dilatation was not captured and provided for review, but the subsequent angiogram confirms the infold resolved but the valve had dislodged aortic. Prior to a second valve implant, another balloon aortic valvuloplasty was performed. The second valve was loaded and confirmed a good load. The second valve was successfully implanted without any further issues with infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, rapid paced during the post implant balloon dilatation. The frame deformity was not noted on initial deployment but after the second valve implantation, the images were reviewed and an infold was observed. The transcatheter aortic valve implantation (tavi) team suspected that the valve was misloaded.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-34, the valve was loaded into the delivery catheter system and confirmed an acceptable load. The valve was implanted; however, the frame was noted to be deformed. A post-implant balloon dilation was performed. During this process, the valve dislodged. Consequently, a second valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012288356); product type: 0195-heart valves; implant date: non-implantable device product ID d-evprop34 (lot: 0012408681); product type: 0195-heart valves; implant date: non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no misload was identified. During the first deployment, the frame deformity was noted and the valve was recaptured one time due to deep implant position. A procedural delay resulted from the frame deformity.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.